Event description:
During an external spinal csf shunting procedure, the neurosurgeon experienced difficulty in withdrawing the guidewire from the lumbar drainage catheter. After a first unsuccessful attempt, with the catheter still in place and having removed the tuohy needle, the surgeon was able to remove the guidewire core, while the coating remained inside the catheter. After several more attempts and with great difficulty, the surgeon was finally able to fully remove the coating from the catheter. However, the catheter was noted to drain little csf and did not improve the pts condition. The surgeon decided to remove the catheter, however, it is unclear if he replaced it with a new one. The surgeon also noted that the damage to the catheter most likely occured during the attempts to withdraw the guidewire.